Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed error code 41541. No patient injury reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed, the lens was scratched, the battery compartment was broken and the battery door was chipped. Review of the event history log showed an occurrence of a "system fault 41541" alarm message. Functional testing duplicated the reported issue, however, a root cause was not established. Service history review identified this device has not been in for service during the review period. Preventive maintenance was performed on the device.